Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. D4: expiration date was added. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: method code was updated to 3331 and 4109. H6: results code was updated to 213. H6: conclusions code was updated to 4310. H10: narrative/data was updated. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report (B)(4). The reported device has been received for evaluation. Investigation has not begun. Once investigation has been completed, a follow up medwatch will be submitted.

Event description:
It was reported that the implant at tooth location 3 was removed due to infection.